Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2022, due to unspecified reasons. Additional information has been requested but it has not been made available as of the date of this report.